Event description:
Corrected to include the following information: due to the "accordion effect" the stent did not fully cover the ostium of the rca; therefore an additional stent was required to cover the lesion.

Manufacturer narrative:
Age at time of event - 18 years or older. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion was located in the ostial to proximal right coronary artery (rca). The physician disengaged the guide catheter in order to implant a promus element stent of unknown size in the ostium of the rca. When the guide catheter was reengaged to prepare for ivus, the tip of the guide catheter compressed the first "3-4 rings" of the promus element stent together in an "accordion effect." The procedure was completed by implanting another promus element stent. No patient complications occurred. Additional information was requested, but is not available. This product is only ous approved but it is similar to an approved us device.